Event description:
It was reported that the patient experienced a kink in the tubing that poked out of the left side of the penis that could make the area sensitive from rubbing against clothes, following the placement of their inflatable penile prosthesis. This experience mostly went away during erection. The patient experienced swelling and hardness at the base of the penis. When erect, the penis tapered from the base. The patient's erection was an inch shorter and the width above the swollen base was small. The patient experienced the absence of sensitivity during use and could not orgasm. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.